Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller. System operates as intended.

Event description:
Customer reported the system was displaying an ad channel fail error. No pt injury was reported.